Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil was advanced through a microcatheter and when tiger stripes reached hub, the coil was already deploying in the aneurysm. There was no allegation of the coil prematurely detaching. There was an rhv (rotating hemostatic valve) attached to the microcatheter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the subject coil¿s flouro savers were allegedly misplaced. So, the subject coil was ¿advanced¿ into the aneurysm before the physician was aware (because of the misplaced markers). The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information is available.